Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during the implant procedure, the controller would not power up. The event was prior to patient use. No consequence to patient. No additional information available.

Manufacturer narrative:
It was reported that the controller would not power up. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the controller passed visual examination but failed functional testing. The controller was unable to communicate to a monitor, unable to register commands from the front display push buttons, unable to initiate the startup sequence successfully and was unable to register an alarm adapter connected to the serial port. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Supplemental testing was performed, and revealed that the user interface controller, which is the main integrated chip responsible for the operations of the controller, was faulty and not outputting the expected signals. As a result, the most likely root cause of the reported event can be attributed to a faulty user interface controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.